Event description:
While repositioning an approximately 650 lb patient (in patient bed) using two ceiling lifts the lowering strap attached to the bar that the sling gets attached to, snapped and broke. This occurred with the top motorized lift. Patient was slightly off mattress and landed on the mattress with no injuries.investigation: upon investigating the broken waverly glen carry bar, it was noted that the plastic piece that is bewteen the pin and the metal plate was broken.